Event description:
It was reported to boston scientific corporation that a jagtome rx 44 was attempted to be used during an endoscopic retrograde cholangiopancreatography (ercp) procedure. The exact procedure date is unknown. During the procedure, the proximal end of the cutting wire broke when bowed and pressing on generator. It was reported that no part of the cutting wire detached and fell into the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Imdrf device code a0401 captures the reportable event of cutting wire broken.